Manufacturer narrative:
The returned device was evaluated. During evaluation, the speaker was raspy and contamination was found on the system board; however, these findings do not affect the customer complaint. The device was able to obtain spco values and the values were within specifications. The device passed all functional testing, and was found to visually and audibly alarm during alarm conditions. No product performance issues related to the complaint were identified, and based on the investigation above, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the biomed guys tested the rad-57 and one of the guys had spco measurement of 12 and the other one had spco measurement of 3. Line frequency is properly configured to 50 hz (the one used in spain). There were no consequences or impact to patient reported.